Event description:
The son of a female pt called to report that when they place battery pack in the charger, the charger fault light startins blinking red. A review of the downloaded data shows battery and charge faults. The suspect battery pack was replaced.